Event description:
A malfunction code was reported, identified as malf 0, which was resettable. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump and was advised to continue using the pump but to call back if the malfunction code recurs. The caller understood the instructions provided.